Manufacturer narrative:
510k: this report is for an unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent explant surgery for femoral neck system (fns) due to nonunion. Originally, the patient was implanted with fns implants, on (B)(6) 2018. The procedure was successfully completed with a 30-minute surgical delay. Patient outcome was unknown, but the starting period of weight bearing will be delayed from the initial schedule. This report captures the explant surgery due to non-union. This complaint involves four (4)devices. This report is 3 of 4 for (B)(4).